Manufacturer narrative:
A service call was made. The issue was resolved after replacing an instrument probe due to discoloration. The instrument was tested and is working within specifications.

Event description:
On (B)(6) 2016 a customer reported an rh discrepancy when testing a donor unit on the weak d assay on the galileo neo instrument. The donor is historically rh positive.